Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer¿s mother reported the string pulled out of three tampons upon removal leaving the tampon inside. The daughter was able to manually remove the tampon and did not seek medical attention.